Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
Oversensing and crosstalk were observed on the rv channel. Rv capture was also noted to be high. The device was later explanted. Leads tested normal with replacement ICD. ICD header issue suspected.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
The sensing anomaly was confirmed via review of the data accompanying the returned device, which showed post-a pace oversensing on the rv sense input (crosstalk). However, no oversensing or crosstalk could be reproduced during bench testing with resistive loads or with a cardiac simulator. X-ray inspection revealed no anomalies. The device's functionality was tested, and no anomalies were detected. The device met all specifications. The cause off the sensing anomaly was not determined.